Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called about a notice she received regarding a voluntary recall on insulin pumps. The recall relates to accidental button pushing. Customer stated she wanted her insulin pump replaced because she is a little blind and recovering from surgery. She fears she may accidentally push a button when not intending too. A replacement device was sent. Customer's blood glucose was 423 mg/dl. She did not say if she treated or not. Nothing further reported.